Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a diabetic seizure and was hospitalized for low blood glucose. The mother stated that her son bolused twice while sleeping and his sugar level dropped rapidly. The customer was found in a diabetic coma. The mother treated the customer with glucagon prior to arrival of paramedics. Then, customer was transported to the hospital. The customer suffered several fractures caused by the seizures. No further information was provided.